Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. With the information provided, the root cause of the interlocking tab damage cannot be definitively determined. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction of the insert, its posterior part did not interlock with the posterior undercuts of a tibial tray although the front part was inserted. When the surgeon removed it he found the posterior part of the insert deformed. Therefore he stopped using the insert and used a replacement of the same size. The surgery was completed with a ten-minute delay. There was no harm to the patient.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.